Event description:
A medtronic representative reported that while in a spine procedure, the surgeon alleged a 2-3mm inaccuracy regarding the placement of the last of 4 screws in the lumbar spine. It was reported that all instruments were accurate other than the navlock screwdriver. The projection of the instrument looked accurate, however, when only the screw was navigated the surgeon felt inaccurate. The surgery was completed with the use of the stealthstation s7 system. There was no impact on patient outcome reported.

Manufacturer narrative:
Device manufacture date unavailable at this time. Medtronic representative was unable to replicate the issue. Software has not been evaluated as of the date of this report.

Manufacturer narrative:
Device manufacture date now provided.

Manufacturer narrative:
A medtronic representaive went to the site to troubleshoot and reported that the alleged inaccuracy could not be replicated. Case closed with insufficient information to replicate this issue.